Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device was frozen and would not move. Therefore, the reported condition that the device would not rotate was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device was frozen and would not move, moving parts of the device were not moving smoothly, and there was component damage. It was further determined that the device failed pretest for general condition and check for free movement. It was noted in the service order that during an unspecified surgical procedure it was observed that the device would not rotate. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.